Event description:
It was reported that the user experienced recurrent hypoglycemia with glucose readings in the 40s while using the ilet with a freestyle libre 3 sensor, prompting a guided factory reset and subsequent successful return to automated (¿bionic¿) mode; the healthcare provider requested increasing the glucose target to 130, which was implemented, and oral glucose was used for treatment. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.